Event description:
The sales representative reported on behalf of the customer that the device, d4240, ergo 2-button shaver handpiece, was being used during an unknown procedure on an unknown date when it was reported, ¿stopped working and heated up.¿ there was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.

Manufacturer narrative:
While the reported event could not be duplicated, an evaluation of the returned device found motor failed hi pot and seized. Preventative maintenance is overdue. Preventative maintenance has been completed on this repair order. Repair/evaluation completed. Final test completed and met all specifications. A device history record (DHR) review found a non-conformance; however, it was not related to the manufacture of the product. The service history was reviewed, and no prior data was found. A two-year review of complaint history revealed there has been a total of 19 complaints, regarding 19 devices, for this device family and failure mode. During this same time frame 2,786 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.007. Per the instructions for use, the user is advised that the shaver handpieces shall be returned every 12 months for servicing. Continually check handpiece for overheating. If overheating is sensed, immediately discontinue use and return equipment for service. Overheating of the blade or bur may cause damage to the blade or bur and may cause burns or thermal necrosis. Running the shaver blade or bur without fluid flow (dry) may cause damage to the handpiece or may cause the bur hubs to melt due to excessive heat. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. Run the handpiece for less than 5 seconds at a speed less than 1500 rpm to observe any abnormal noises, vibrations or heat rise. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device, d4240, ergo 2-button shaver handpiece, was being used during an unknown procedure on an unknown date when it was reported, ¿stopped working and heated up.¿ there was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.